Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a laparoscopic adjustable band, the band was removed due to the surgeon felt it was leaking where the tubing is molded to the band. The patient reportedly did very well the first six months the band was implanted. When removing the band, the surgeon cut the band and this should be noted since the cut in the band prior to band explant. Another band was implanted. There was no adverse consequence to the patient.